Manufacturer narrative:
(B)(4).

Event description:
Procedure: inguinal hernia repair/tep. Prior to use on patient, it was confirmed the balloon would not inflate. Used another. No patient harm. Operating time not extended.